Manufacturer narrative:
Follow up reports 001, 002, 003, and 004 for this manufacturer report (3004209178-2015-16396) have been submitted prior to submission of this initial, see follow-up reports for additional information and device evaluation. Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6). Product type catheter/ (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via the device manufacture representative regarding a patient receiving gablofen (2000mcg/ml at 200mcg/day, lot number unknown) via an implantable infusion pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The hcp reported that the patient&#38112;'s spasticity was not well controlled. The patient had an increase in spasticity without a response to a dose increase; the cause was unknown. The hcp was unable to pinpoint an event or noxious stimulus connected with the poor spasticity control, such as "no falls, car accidents, etc." Dye study was performed with good cerebrospinal fluid (csf) flow and good intrathecal blush of dye. A rotor study was performed and determined to be normal. An indium study was performed and found to be inconclusive. A bolus was given via the pump with no response. A bolus was given via lumbar puncture and yielded a response. It was then planned to replace the catheter and pump on 2015-(B)(6). The issue was not resolved at the time of the report. The other medications the patient was taking at the time of the event and the patient's medical history were not available. It was noted that the patient was "alive - no injury." The catheter and pump were later reported as explanted. If additional information becomes available a follow-up file will be submitted.

Manufacturer narrative:
The eval code-results related to the catheter are no longer applicable. The previously reported eval code-conclusion is no longer applicable.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. Analysis of the catheter found a catheter hole that was explant related. Eval code-conclusion: code applies to the catheter.

Event description:
Additional information received from the health care provider (hcp) via the manufacturing representative reported that during surgery, the spine site catheter was cut and cerebrospinal fluid (csf) flowed freely. The anchor slid off of catheter easily. The old catheter pulled down to bottom of t11 and clamped off to prevent csf leak, but left in the patient's body. A new catheter was implanted and connected to the new pump. The pump and a portion of the explanted catheter will be returned for analysis. It was later reported, that the patient was doing well with good spasticity control with the new pump. Dose was approximately 200mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.